Event description:
It was reported that a medfusion medfusion 3500 syringe pump had a motor rate error. No patient involvement or injury was reported.

Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in used condition. A visual inspection revealed a cracked right plunger case and cracked bottom case. A review of the pump event history log revealed motor rate error. The reported issue of "motor rate error" was found during occlusion test. Replaced the whole motor assembly, lead screw, and clutch halves. The cause of the reported issue was determined to be normal wear.